Event description:
It was reported that (1) device was used during a lung procedure. It was reported by the affiliate that the tsg45 instrument was used and there was bleeding. The patient received a reoperation with a et45g. The patient expired.